Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. The device was explanted and was found to have ¿failed by contracting and bucking and breaking of the pet ring¿, however, no sample has been returned for evaluation. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient was implanted with an unspecified bard/davol composix kugel to treat a ventral hernia. On (B)(6) 2016: the patient was admitted for emergency surgery to remove the composix kugel and repair a right inguinal hernia. The device was found to have failed by, inter alia, contracting and buckling and breaking at the pet ring. As a result of having the composix kugel implanted, the patient has experienced significant physical and mental pain and suffering, sustained permanent injury, undergone medical treatment and corrective surgery and hospitalizations. As a direct and proximate result, patient suffered injuries and damages.